Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device, with a 6fr sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, five days post procedure the patient was admitted to the hospital with pain in the right leg. An angiogram was performed and found an occlusion developed in the right common femoral artery. The left common femoral artery was accessed and a guide wire and balloon catheter were used to successfully treat the occlusion. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.